Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of missing segments in the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated that the display was fading and that the results field was missing segments. There was no allegation of an adverse event. The customer was tested on a different meter. The suspect device was requested to be returned for investigation.